Event description:
On an unk date, sometime around or prior to (B)(6) 2008, the pt underwent endovascular repair of a 10-cm infrarenal abdominal aortic aneurysm with gore excluder aaa endoprosthesis. There was no preoperative evidence of an inflammatory or mycotic aneurysm. A CT performed 3 months postoperatively showed mild perigraft standing with no evidence of endoleak. Six months post-operatively, the pt presented with fevers, chills, lethargy, and diarrhea. A CT showed massive amounts of air around the endograft and within the aneurysm sac. Operative exploration revealed a paraprosthetic aortoduodenal fistula (adf) with gross suppuration within the aneurysm sac, without distribution of the proximal and distal endograft attachment sites. Treatment included extra-anatomic axillobifemoral bypass, endograft explantation, aneurysm sac debridement, and duodenal repair. Intraoperative cultures from the endograft grew bacteroides fragilis and actinomyces israelii. After a 2-week hospital course, the pt was discharged on suppressive antibiotics. The physician indicated the large size of the aneurysm sac may have contributed to the adf development.

Manufacturer narrative:
Lane et al. (2009). Aortoduodenal fistula after endovascular aneurysm repair presenting with aneurysm sac abscess. Journal of vascular surgery, 50, 919-920.